Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing high and low blood glucose due to over delivery. Customer reported that the issue occurred on and off for two weeks in between the hours of 3:00 a.m. And 5:00 a.m. Customer normally treated with food. Customer¿s blood glucose was 54 mg/dl and passed out, was treated with glucagon and taken to the hospital with blood glucose of 54 mg/dl on (B)(6) 2019. Customer also mentioned of having foot surgery and was under the care of an infectious specialist. Customer was treated with antibiotics for the infection. Troubleshooting was performed and it was found that the reservoir compartment was damaged, but the reservoir was able to lock. Insulin pump is expected to return for analysis.